Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on the reported strip lot met release criteria. The product performed as expected. The manufacturing records for the lot were reviewed; the lot met release specifications. Although the customer was identified as having a condition that may impact the performance of the assay, several user issues and improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
An unexpected low result was reported by caller. The inratio inr=1.6 on (B)(6) 2016. The reported therapeutic range was: 2.5-3.0. Previous result provided as historical information: (B)(6) 2016: inratio=3.1. Caller is not questioning this result. It was noted that the monitor was not in the correct mode when finger stick was performed; milking of finger was done after finger stick; unable to obtain sufficient blood sample (son of patient has had to stick two different fingers to fill micro safe capillary tubes).